Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen for a post-operation visit in 2010 and had presented with no complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.